Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump was noted to be unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer would use lantis and insulin pens as alternate insulin therapy.